Manufacturer narrative:
All available patient information was included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium results were generated for a patient while using the architect c8000 analyzer. The customer stated that sid (B)(6) generated an initial result of >9.5 mg/dl, with a retest result of 2.27 mg/dl. The customer provided the following reference ranges: normal range 1.60 - 2.60 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
During investigation of the architect c803215, it was noted that the customer issue was resolved by replacing the cuvette washer dry tip and performing a cuvette wash. No additional discrepant results were reported since these troubleshooting actions were performed, however a definitive cause of the discrepant results could not be confirmed. A review of the service history for the architect c803215 found that there were no additional service tickets. There were no additional service or complaint issues on or around the date of the complaint that may have contributed to the issue. A review of tracking and trending determined there were no trends. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and noted to sufficiently address the customer issue. Based on the investigation, there was no systemic issue or product deficiency identified for the architect c8000, sn (B)(6).